Event description:
It was reported that the cage broke while it was being inserted by lightly hammering. The procedure was completed successfully by using another cage.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a solis sterile peek cage fracture was confirmed via visual inspection. The IFU indicates that the cage should not be impacted because impaction may lead to breakage of the cage. It was reported in the event description that this cage was impacted. Conclusion: the root cause of the failure is likely the impaction of the cage which is a user error.

Event description:
It was reported that the cage broke while it was being inserted by lightly hammering. The procedure was completed successfully by using another cage.